Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient's spouse got up and noticed that the patient was not acting right. He stated she was walking around the house staring at the ceiling. Out of concern, he checked the cgm and it was 120 mg/dl. When he tried to speak to the patient, she was unable to respond. He checked a bg and it was 40 mg/dl. He called 911 around 7:30pm. When emts arrived, they attempted to administer glucose tablets and glucose gel but the patient was unable to take them orally. They proceeded to treat the patient with IV glucose. The patient recovered after treatment and emts left after approximately 2 hours. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.